Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the phenomenon, ¿no image¿, was caused by damage to the video connector socket. Additionally, it is presumed that the phenomenon, ¿intermittent power¿, was caused by failure of the power supply switch. The root cause for either phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: the video connector socket was broken resulting in no image along with the endoscope cable not able to be connected securely, and intermittent power due to the power supply switch being shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, the following were observed: the video connector socket was broken resulting in no image along with the endoscope cable not able to be connected securely, and intermittent power due to the power supply switch being shaved. This report is being submitted for the event found during evaluation. There was no patient involvement.